Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Because there was no contract in place for this equipment, no service was performed on unit. The customer has been provided with sufficient information to repair the device. The repair of the device is the responsibility of the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Because there was no contract in place for this equipment, no service was performed on unit. The customer has been provided with sufficient information to repair the device. The repair of the device is the responsibility of the customer.

Event description:
The hospital reported the unit failed to mechanically ventilate. There was no report of patient involvement.